Event description:
It was reported that the burr became stuck with the rotawire. The target lesion was located in the superficial femoral artery. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During preparation, the burr tested fine when it was loaded on the rotawire and to the vessel. However, when the burr was engaged and turned on, the device became stuck on the rotawire and had to be removed as one. The procedure was completed with another of the same rotaburr and rotawire. No patient complications were reported and patient's status was fine.